Manufacturer narrative:
Date of event not provided by the complainant lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product manufacture date unknown; lot number unknown. This MDR is related to MDR 1835959-2015-00215.

Event description:
The patient was reportedly implanted with a surgisis tension-free urethral sling on (B)(6) 2008, at (B)(6), by dr. (B)(6). The patient was also reportedly implanted with a biodesign tension-free urethral sling on (B)(6) 2009, at (B)(6) , by (B)(6) . The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.